Event description:
Information received from the field notes that the patient presented for his annual follow-up complaining of non- specific symptoms. The device exhibited a pacing rate of 95 ppm although it was programmed to 60 ppm. No sensing was observed and diagnostics showed a continuous refractory bar.